Event description:
An altitude alarm was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer did not replace the cartridge to resolve the issue and was able to resume insulin use with the original cartridge after receiving tips from technical support to prevent future altitude alarms.